Event description:
It was reported the lead impedance measurement was variable and high. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead impedance measurement was variable and high. It was later reported the lead impedance measurements continued to be variable and high. It was also reported there was an apparent lead fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.